Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch received via us mail reported: a tandem insulin pump battery keeps dying from 100% to 0% in less than 20 hours. Apparently tandem is aware of this problem and has notified any of the thousands users of this product.